Event description:
It was reported that during a lap nephrectomy procedure, the handle broke when the device was fired. There was no pt consequence.

Manufacturer narrative:
Eval summary: the analysis results found that the device was returned with the clamping mechanism damaged and with no cartridge present. The device was disassembled to verify the condition of the internal components and the yoke teeth were found broken, no functional test was performed. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specification. The manufacturing records were reviewed, and no anomalies were found during the manufacturing process.